Manufacturer narrative:
(B)(4). Additional information: this complaint is for a report of a user error. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The homechoice patient at-home guide instructs patients to discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if the disposables are reused. The patients are also instructed not to replace empty solution bags or reconnect disconnected solution bags during therapy. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A customer contacted global technical service (gts) regarding a check heater line that appeared on the home choice (hc) during fill 1. The home patient (hp) stated that he had changed the cassette but not the bags and the alarm returned. Gts explained that the supplies were compromised and the hp was risking infection if he did not start over with new bags and a new cassette. Gts then walked the hp through the ending therapy early procedure. The hc was operational and a swap of the device was not necessary. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report.